Event description:
On (B)(6) 2012 consumer states that while using the toothbrush his tooth chipped.

Manufacturer narrative:
On (B)(4) 2012 a call was placed to the consumer. Consumer states that he had the product about 5 months. The product was requested to be sent back for evaluation and a refund would be processed. The consumer indicated that he wants to continue to use it because it helped correct some dental problems that he had. Consumer insists on keeping the brush and will not send back for evaluation. Consumer requested that replacement brush heads be sent to him. Brush heads were sent to consumer.